Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -5.00/4.0/091 (sphere/cylinder/axis) lens was being implanted as a replacement lens and the lens tore. On (B)(6) 2023 the lens was implanted and removed intra-operatively. No new lens was implanted. See MFR# 2023826-2024-00056 for initial lens.